Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a transmission for back up vvi via merlin.net. When the device was interrogated in the clinic, the device showed normal function. The device was not found in back up vvi. No further information is available.